Event description:
The customer stated that the neuro sponges contained 9 instead of 10. The product is not available for evaluation

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that manufacturing documentation was reviewed for any variations in current process and no variations were found. A kaizen project has been kicked off to analyze our current process and to eliminate the opportunity of miscounting product. This project will evaluate the risk of creating miscounts and improve the process by implementing solutions that will reduce our complaints. It was determined that the operator must have miscounted the strips and due to the weight variation of a missing strip being so small the count scale must have accidentally counted the appropriate amount. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not returned.